Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing a meal, with subsequent elevated glucose and user-initiated intake of high-carbohydrate foods when the ilet began correcting, and the event was associated with concerns about insulin aggressiveness and use error while new to the system. Symptoms included high blood glucose with a reported peak of 401 mg/dl. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint handling with user interview and review of reported usage details and blood glucose information. Investigation of this case revealed contributory user behavior inconsistent with recommended operation, including unannounced intake and interruption of automated correction. It was concluded that the device functioned as designed and that user education and training were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.